Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 1. The home patient (hp) was connected at the time of the alarm. The hp explained that when they received an unrelated alarm, they switched out the cassette, but not the bags (addressed in a separate report). The technical service representative (tsr) reviewed the proper procedure with the hp and instructed them to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.